Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, atrial bipolar lead impedance was >1990 ohms. Unipolar readings were also >1990 ohms and appropriate capture was not seen.